Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed as the investigation findings did not lead to a clear conclusion about the cause of the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that during a procedure, the user attempted to remove the fiber from the device. During removal, the fiber broke and a portion of it remained stuck inside the fiber focus assembly (outer section). All visible broken fiber fragments were carefully extracted. However, after complete removal of the remaining pieces, a new fiber cannot be inserted into the fiber focus assembly. The insertion path appears obstructed or misaligned. The procedure was completed using another device without patient complications. This complaint is for the fiber.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the user attempted to remove the fiber from the device. During removal, the fiber broke and a portion of it remained stuck inside the fiber focus assembly (outer section). All visible broken fiber fragments were carefully extracted. However, after complete removal of the remaining pieces, a new fiber cannot be inserted into the fiber focus assembly. The insertion path appears obstructed or misaligned. The procedure was completed using another device without patient complications.